Event description:
It was reported that a part of the fiber was protruding from the fiber connection point at its ninth use. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that a part of the fiber was protruding from the fiber connection point at its ninth use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.